Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. Product event summary: the device was analyzed and no anomalies were found.

Event description:
It was reported that the external pulse generator (epg) would not pace. The epg was returned for servicing. There was no patient involvement.